Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving saline dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. The patient expressed to the physician last week that they hadn¿t been getting as good of pain relief over the last month. There were no environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting included a catheter dye study was attempted but they were unable to aspirate. The catheter tip showed that it had migrated and was possibly no longer intrathecal. The logs were normal. The patient would be scheduled for a revision. The issue was not resolved at the time of the event and the patient status was noted as ¿alive, no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.